Manufacturer narrative:
The reported issue that multiple air in line alarms occurred during an infusion of blood product could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. Based on the above facts the file may be closed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that multiple air-in-line alarms occurred during an infusion of a blood product. The infusion was paused during troubleshooting and restarted after the line was reconnected to the patient. No patient harm was reported.